Event description:
The baxter service representative reported an infusion pump with no downstream occlusion alarm. This was found during service. A follow-up with the facility's biomed revealed no patient incident associated with the pump. The biomed determined, during biomed testing, that the pump needed to be sent in for service.